Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire and the piece of interlocking arm from the main coil was returned. Visual inspection of the interlocking arm showed it was detached from the rest of the mail coil, in addition the main coil was not returned. No damages were found with the delivery wire. Microscopic inspection of the delivery wire showed that the proximal end has a smooth surface. The interlocking arm was in good condition. Dimensional inspection of the delivery wire weld outer diameter (od), wire arm od, and wire zap tip were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 17mar2020. It was reported that the coil detached prematurely inside the coil sheath. A 10mm x 40cm interlock-35 coil was selected for an embolization procedure of the pelvic varices. Prior to the procedure, when the coil was prepared, it was noted that the coil detached prematurely inside the coil sheath. There was difficulty advancing the coil. The coil was removed from the coil sheath and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached from the rest of the mail coil.